Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level of 400 mg/dl. The customer's current blood glucose level was 247 mg/dl. The customer had symptoms such as extremely thirsty and treated with a pump. The customer stated that they were able to resolve the no delivery and insulin pump was working fine and re-checked the blood glucose level it was 300 mg/dl. It was reported that one hour after bolus the blood glucose level was dropped by 10 points. The customer stated that the insulin exited during priming. The customer also reported the damage on the outer lip of the reservoir. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional recommendation. The customer was advised that the pump needs to be replaced. The pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No delivery alarm noted. Unit was received with minor scratched display window, cracked battery tube threads and partially broken reservoir tube lip.